Manufacturer narrative:
A2 - age at time of event: (B)(6) years or older e1 - initial reporter facility name: (B)(6) e1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the interlock .035 was returned for analysis. It was observed that the main coil, the rhv, the introducer sheath and the delivery wire were returned for evaluation. It was observed that the main coil was bent and stretched at the coil arm, primary coil and zap tip section, moreover the zap tip was detached. The main coil was detached, bent and stretched. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that coil deployment issue occurred. The target lesion was located in the aorta. A 10mm x 40cm interlock .35 was selected for aortography and embolization. During the procedure, the coil was delivered into the embolization site through the 5f angiography catheter. However, during the release process, the coil could not be released halfway through and could not be withdrawn. The procedure was completed with another of the same device. The patient condition following procedure was stable. However, device analysis revealed that the zap tip was detached.